Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing the endoscope reprocessor exhibited, error message e99 (replacement delayed too long or too many uses) when trying to reprocess the gastrointestinal videoscope. The e99 error message appeared on the oer-4 and the user pressed stop to eliminate the error, and the error reoccured. It was reported that the facility asked if the error was presented when the detergent ran out. When the facility was asked the status of the acecide-c high level disinfectant check, the facility said the check had never been performed. The facility stated the contractor who always came to the facility may be doing the check and not the nurse. The acecide-c high level disinfectant check was never heard of by the facility. The acecide-c high level disinfectant check had not been carried out on this occasion as well. An unknown scope was involved in the event as well. There was no patient involvement, or user injury associated with this event. Additional information was received regarding the event by an olympus representative. When the number of days used after acecide-c high level disinfectant preparation exceeded the number of days specified by the facility, the disinfectant was replaced. (Replace every 15 days). The e99 error message occurred because the oer-4 was inadvertently started when the liquid should have been drained by the operation method decided in the facility. No additional complaints were received from the facility regarding the e99 error message. Olympus provided guidance to prevent recurrence at the facility. This complaint is related to patient identifier (B)(6) (gastrointestinal videoscope).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When the disinfectant solution is used more than 45 times or for more than 14 days, error code e99 is displayed. Based on information from the facility, the used number of days of the disinfectant solution counter showed 21 times and the used days showed 15 days. It is clear the notification condition was met and the error code e99 occurred. Based on the results of the investigation, the event was likely caused by the user's wrong management method of disinfectant. The event can be prevented by following the instructions for use which state: "3.9 checking the disinfectant solution concentration level: on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears." Olympus will continue to monitor field performance for this device.